Event description:
It was reported an external fluid leak was observed originating from the bypass arterial connector on an ak 96 machine during hemodialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
E1: initial reporter facility name: (B)(6) hospital. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H10: the device was not received for evaluation; however, the device was evaluated on site by a non-baxter technician. The machine underwent unspecified testing procedures; however, the technician did not provide any evaluation information and the machine was returned to service. In the absence of the evaluation results or the actual sample no further testing could be performed. The reported condition was not verified. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Should additional relevant information become available, a supplemental report will be submitted.